Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, earlier that morning, the customer experienced an elevated blood glucose (bg) level of 290 mg/dl. The customer delivered a correction bolus, via the pump. A recommendation was made for the customer to contact tandem technical support for troubleshooting when experiencing an elevated bg level and to contact the healthcare provider regarding elevated bg levels.